Manufacturer narrative:
The device will not be returned to the u.s MFR, because it is being evaluated by the stryker subsidiary in (B)(4). A follow up report will be submitted if the results of the investigation become available, and reporting is required.

Event description:
It was reported that during a hepatectomy, the ultrasonic aspirator power console stopped functioning. The procedure was completed, however, a 1 hour delay was experienced while backup equipment was located. The delay did not adversely affect the pt. No pt or user injury was reported, and no other adverse consequences were alleged with this event.